Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Ages/dates of birth: exact ages not provided, mean age 54.75 ± 17.65 years. Dates of event: unknown, not provided. Expiration dates: unknown, as the serial numbers were not provided. Serial numbers: unknown, information not provided. UDI numbers: unknown, as the serial numbers were not provided. Model number: unknown, article only provided baerveldt 350. Catalog number: unknown, article only provided baerveldt 350. If implanted; if explanted; give dates: unknown, not provided. (B)(4). The device was not returned for analysis. There were no serial numbers reported for the devices; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Pitukcheewanont, o., tantisevi, v., chansangpetch, s., and rojanapongpun, p., (2018) factors related to hypertensive phase after glaucoma drainage device implantation. Clinical ophthalmology, (12) p.1479-1486. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. (B)(4).

Event description:
The following article was received based on a literature review: factors related to hypertensive phase after glaucoma drainage device implantation. The publication reported 27 patients of 49 with the baerveldt had a hypertensive phase; 2 patients required removal of the device: 1 due to exposure, 1 due to over drainage causing hypotony maculopathy; of 72 patients total receiving either the baerveldt or another device, the article states 24 patients had failure which they defined as an intraocular pressure increase (iop) >21, needing further surgical interventions or loss of light perception vision. The article does not provide any more specifications to these failures. Additionally, the article states 29 patients had early complications (<3 months post op) and 10 had late complications (>3 months post-op). The article does not describe the complications.